Event description:
While equipment was in use. A fire was discovered. The fire was extingished. The patient was burned. The patient was transfered to another hospital due to injuries. Device was used in an oxygen rich environment.